Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via an advanced evaluation trial patient regarding an external neurostimulator (ens). Patient was up every hour to hour and a half the night prior and feels like they never really got to bed. They were also confused when providing data and isn't sure if they are giving the right information. They report increasing stimulation to 1.5 v so they could feel it and report feeling stimulation in the vaginal area currently. At 1.6 v, patient said stimulation was uncomfortable. The next day, the patient said their tape/dressing came off and the white wire was hanging down; "it" was bloody. They also felt a sharp feeling and pain about the breast level, but said it was gone at the time of the report. No further patient complications have been reported as a result of this event. Additional information was received from a consumer. The patient was meeting a minimum of 50%, but had a bad night from not sleeping, was not feeling well, and felt dizzy; the patient was not sure if it was from the antibiotics. The patient did not feel stimulation since yesterday, and was assisted with increasing to 1.4 where they felt comfortable. Additional information was received three days later. The patient thought the device would work better than it was working; the patient was reassured of the percentage of improvement. Additional information was received on 2017-jul-10. The patient was tired, could hardly move, and was not feeling well. No further complications were reported/anticipated.